Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission showed that the right ventricular (rv) lead exhibited dropped in sensing values. X-ray was performed which confirmed that the lead had dislodged. The lead was explanted and replaced. The patient was discharged with no adverse consequences reported.

Manufacturer narrative:
The reported events were lead dislodgement and r-wave amp variation. As received, a complete lead was returned with the helix retracted clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The reported event of r-wave amp variation was not confirmed. Electrical testing was normal. Visual and x-ray inspections of the lead were also normal.